Manufacturer narrative:
In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of death is unknown, however, it could be related to the patient factors and procedural factors not provided. There is insufficient information to determine if a relationship existed between the patients death and the implanted valve. Other potential contributing factors are unknown as limited clinical information was provided. In this case, the cause of death is unknown, however, there is no evidence or allegation that the valve caused or contributed to the patients death. The tavr went well without any complications and the valve function was good. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) tavi registry reporting system, the sapien 3 valve was deployed in native aortic position via transfemoral approach. Approximately 9 months post tavr, the patient was admitted to a hospital due to congestive heart failure (chf). Approximately 1 month after onset day, the patient expired due to arrhythmia, dehydration and chf. The cause of death was reported as cardiac. Any other detail was unknown.